Event description:
Stretcher broke resulting in pt complaint of pain in left hip and left elbow. X-rays negative. When pt sitting on stretcher attempted to lie down, the upper part of the stretcher separated causing pt to slide forward. Two nurses and one physician were at bedside when this occurred. The physician stated he caught pt and controlled downward slide.